Event description:
The facility reported dot customer service a pump with failure code 812:02. This failure code occurred during bio-med testing. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 12, 2007. Evaluation summary:the reported condition of failure code 812:02 was confirmed. Inspection of the device found that the cause of the failure code was due to worn gears in the shuttle motor. The pump head module was replaced. The device was returned to the customer fully operational.